Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an exp date of 03/12/2010 with a lot number not verified by the MFR. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.